Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient was able to feel stimulation if they turned it up but not as far down their leg as desired. The stimulation intensity was set too low for the patient to feel stimulation so they were reprogrammed to meet the coverage request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported group c worked but they didn't feel any electricity on a and b. The issue began yesterday. During the call patient switched from group c to group a. Controller was at 80% and implant was at 50%. Stimulation was turned on. Patient increased stimulation from 4.0 to 4.5 but patient still didn't feel stimulation. Agent redirected patient to their hcp to address the issue and agent provided nas phone number.